Event description:
It was reported that in 2008, approximately six to eight months after implant, "morphine was added every week" and it had not provided any relief. After eight months, an undefined study was reportedly performed and leaking was discovered. The patient stated, the catheter at that time was not replaced but rather it was repaired; just connected it again. The patient reported that she was told her skin grew there, scar tissue, and the catheter was "clog with skin." There was an attempt to fix this but this was unsuccessful. Rather "they caught it and they did place it under." Afterwards the patient had spinal headaches and required surgery for a block and patch. In addition, the patient reported being susceptible to medications. This device system had reportedly delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).